Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present one day post implant with the right ventricular lead exhibiting loss of capture and increased threshold values. A chest x-ray confirm that the lead was dislodged. The patient was schedule for lead revision. The lead was successfully re-positioned on (B)(6) 2019. The patient was stable.